Event description:
Information was received from the provider that the device's high pressure alarm did not sound during testing. The device was not on a patient at the time of the alleged problem. It was discovered during testing. The device was returned for repair, and the device's high pressure switch was found to be disconnected, resulting in the loss of the high pressure alarm and dump function. The device was not repaired due to the age of the device.